Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hosp reported that a part of the c-ring broke off the vasoview hemopro 2. The device broken piece was noticed by harvester, and nothing had to be retrieved out of the pt. The hosp did not report any pt effects.